Manufacturer narrative:
Based on the claim against the product by the customer noting clip would not stay in applier, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The clip was installed on the instrument and clipped as expected. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the produce and recognition issues. The complaint regarding clip would not stay in applier, was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the instrument log for the instrument (pn (B)(4)/lot # n10190425-0113) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 63 uses remaining after last use. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). This issue can be resolved by using an alternate instrument to complete the procedure. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the large hem-o-lok clip applier clip would not stay in applier. The procedure was converted to dv multi port with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.